Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. Upon physical inspection of the device, the pump was found to be in good physical condition. Pump was tested for any signs of function and pressure failure. The delivery accuracy tests found the pump to be out of the published specification, confirming reported customer complaint. The pump's expulsor will be replaced in order to bring the delivery within specification. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Additional information was received stating no patient involvment.